Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced multiple alarms. This was observed during use; however, patient involvement was not specified. On an occasion, a monitor motor stall message (error code 20602) alarmed on the pump. On another occasion, an encoder at index failure (error code 21508) message was identified and fluid was not delivered. Additionally, when infusing at higher rates upwards of 40ml/hour, the pump had an unspecified error and did not deliver fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation. Therefore, a device analysis could not be completed at the baxter service facility. The device was tested at the customer site for downstream occlusion sensor test, upstream occlusion sensor test and flow rate accuracy with passing results. A review of the event history log for the reported event date identified system error 20602 (monitor motor stall). A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.